Event description:
It was reported that the patient presented via remote transmission. Review of transcripts revealed atrial lead noise that caused inappropriate mode switch. The noise was suspected to be external noise. No intervention was performed. Sensing was stable and the patient was stable during check.